Manufacturer narrative:
(B)(4). Batch # n53u1p. Additional information requested but unavailable: what was the surgical procedure? What were the indications for surgery? If the device was able to be opened, why did the surgeon feel it was necessary to convert to open? How was the procedure completed? What is the current patient status? The analysis found that one pse60a device was returned in good visual condition and with no cartridge reload present. The manual override door was note installed; however the override system was activated, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: convert to open box was checked on the complaint form , which conflicts with the field that states that it is not a potential adverse event. Can you please confirm if this box was checked in error? It wasn¿t an error; this happened because we didn¿t have any material to replace what presented the problem. It was a public hospital, and didn¿t have any more charges or stapler at the hospital, only those, thus, the conduct was revert. When the device got stuck during the procedure (clipping), was any portion of the target tissue stapled or cut? No. If yes, were the staple line and cut line approximately equal in length? When the device got stuck during the procedure (clipping), was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an intestinal reconstruction procedure, the device became stuck during the procedure (clipping).